Event description:
It was reported that the table would not move. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and found a faulty cpu. Cpu was replaced, system operates as intended.